Event description:
On off button faulty. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 29th july 2016. Misaligned membrane tail. On visual inspection, the membrane tail was found to be misaligned within the j11 connector. This resulted in track 13 and track 10 of the membrane tail not correctly aligning with the pins in the j11 connector. This would account for the on/off button intermittently not working and none of the instructional leds illuminating. The faults were cleared subsequent to the correct installation of the membrane tail. This would confirm a failure due to the misalignment of the membrane tail. Heartsine records indicate the device had performed to specification throughout testing on the 29th july 2016, this would indicate the membrane tail had made sufficient contact with the j11 pins at that time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
On off button faulty. No patient involved.